Event description:
Boston scientific received information that at the most recent follow up of this pacemaker implanted with this right atrial (ra) lead noise was noted on atrial channel. A loss of capture was also noted as well as high out of range pacing impedances which were mitigated when programming the device to a unipolar configuration. Daily measurements revealed that several threshold measurements were not measured and an increase in ventricular pacing thresholds was noted. The physician requested technical advice regarding this case. This system remains implanted. Technical services discussed the high out of range impedance could be indicative of a ring electrode conductor damage or a possible fracture. As the ring conductor is most likely damaged or fractured, a lead replacement was considered. However, due to the patients condition no replacement was planned. Technical service discussed performing different arm maneuvers at each patient follow up and monitor this situation closely. No adverse patient effects were reported, and this system remains implanted. Boston scientific received additional information. The physician confirmed that the position of this lead model 4458/412167 was incorrectly reported as an ra lead, when it was actually positioned in the right ventricle (rv). At the recent follow-up in (B)(6) 2014, this lead exhibited high, out-of-range pacing impedance measurements and loss of capture (loc). A lead fracture was suspected; the impedance measurement on the pacing system analyzer (psa) was 6,582 ohms. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead is expected to be returned. Upon return and analysis this investigation will be updated.

Manufacturer narrative:
(B)(4). This product has not been returned. Should the product be returned and analyzed this investigation will be updated.

Event description:
--